Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿deployment difficulty resulting in partial stent deployment'. As reported to customer relations: "either mid-deployment or after deployment, the handle broke apart. They did not ultimately use the stent, it was removed from patient. Everything of the device minus the stent available for return."

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up MDR is being submitted to cancel the initial MDR based on additional information received. A conservative approach was taken in initially assessing this complaint. After receiving additional information, it was found that the stent was not partially deployed. The device was defective out of the package and would not advance over wire. Never made it into the patient. Based on the information provided in this complaint, the risk will be established within the file. The most applicable fmea section is low risk. There is no health consequence / nuisance to patient or health user". No reporting malfunction precedence exists for this complaint event for this product family no adverse effects to the patient was reported as occurring.

Event description:
This follow up MDR is being submitted to cancel the initial MDR based on additional information received. As reported to customer relations: "either mid-deployment or after deployment, the handle broke apart. They did not ultimately use the stent, it was removed from patient. Everything of the device minus the stent available for return."